Event description:
Caller reported an issue with incorrect time and date settings on their insulin pump, without knowing the cause of the discrepancy. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time and date, advised them to monitor for recurring discrepancies, and educated them on potential effects on uploads or reports. The caller understood and acknowledged the guidance provided.